Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation: fallopian tubes') and genital haemorrhage ('heavy and persistent bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), uterine pain ("pain in the lower right side uterus"), pain in extremity ("pain in her right leg"), metrorrhagia ("menorrhagia (bleeding b/w periods)"), headache ("headaches") and nausea ("nausea"). Essure treatment was not changed. At the time of the report, the fallopian tube perforation, genital haemorrhage, uterine pain, pain in extremity, metrorrhagia, headache and nausea outcome was unknown. The reporter considered fallopian tube perforation, genital haemorrhage, headache, metrorrhagia, nausea, pain in extremity and uterine pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2011: essure confirmation test(s) conducted (unspecified) result unknown. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: pfs received. Reporter information updated. Case became incident. New events: metrorrhagia (bleeding b/w periods), perforation: fallopian tubes, headaches, nausea were added. Lab data added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We have conducted a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.